Event description:
During vats procedure the linear stapler created a bleeding staple line. A second stapler was used and made another hemostatic staple line. Surgeon reports pt did not require any add'l treatment.